Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger does not power on) has been confirmed. Upon eval, the power brick connector was defective. The connector pins were recessed into the connector. The cause of the recessed pins is improper assembly at the supplier. A supplier corrective action has been issued. No adverse event resulted from the defective power brick connector. The charger/modem was replaced.

Event description:
A pt service rep (psr) contacted zoll customer support to report that the charger would not power on. The charger/modem was replaced.